Event description:
It was reported that an ICU rn called to report that the end user changed a cardiosave intra-aortic balloon pump (iabp) which had alarmed for ¿over temperature¿. The unit was swapped to continue therapy. The alarm did not continue on the second console. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that an ICU rn called to report that the end user changed a cardiosave intra-aortic balloon pump (iabp) which had alarmed for ¿over temperature¿. The unit was swapped to continue therapy. The alarm did not continue on the second console. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to duplicate the reported issue. The stm ran powered on the unit and it booted up with no faults. The stm checked the fault codes and was unable to see any faults relating to overheating. The stm ran the unit on a patient simulator and tested the catheter for an hour without any issues. The stm performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that an ICU rn called to report that the end user changed a cardiosave intra-aortic balloon pump (iabp) which had alarmed for ¿over temperature¿. It had also alarmed for "iab disconnected" but nothing was disconnected. The alarm did not continue on the second console. There was no harm or injury to patient and no adverse event was reported.